Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation of the corpus callosum. It was reported that the workstation computer of the thermal therapy system shut down without prompt from the user at the end of an ablation. It was reported that the workstation was rebooted and power remained constant to the unit. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The probable cause of the reported event was noted to have been poor grounding of the wall outlet and the facility was advised to use certain wall outlets to ensure proper grounding and backup power.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.